Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep stated that the patient had noticed that since they used their bone growth stimulator, they have been recharging their implantable neurostimulator (ins) more. It was mentioned that the patient used to charge every 4 days, and now they charge every 2 days. The patient noted that their therapy has not changed. It was mentioned that based on recharge interval calculation, it appears that the recharge interval is in line with the calculation. Technical services suggested that the rep can adjust the rate and pulse width to see if that will lessen the patient¿s recharging burden, and also use less electrodes if possible. Troubleshooting resolved the issue at the time of the report. No further complications or patient symptoms were reported.